Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg on (B)(6) 2024, which is off-label usage of the device. On 01/30/2024, it was reported that the patient's cgm at work was 300 mg/dl and her fingerstick was 400 mg/dl. The patient nauseated, vomited, and had a racing heart. Her coworkers gave her water and assisted her to the nurse station. The company nurse took her sugar level which was 400 mg/dl and decided to call the paramedics. When she was brought to the hospital, doctors confirmed that her blood sugar was reaching 400mg/dl and they provided saline solutions and insulin was administered to the patient. While in the hospital, her cgm was at 300 mg/dl and on the bg it was 400 mg/dl and slowly going down. She was at the hospital from 0900-1630 and was discharged the same day. At the time of the report, the patient was doing fine and driving home. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.